Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level ranged between 250-350 mg/dl.